Event description:
It was reported that the pump's warranty expired on (B)(6) 2024, and the pump could not be repaired or replaced as it was past the cms warranty. The pump screen was cracked, and the device would not charge even when connected to a power source. There was no adverse impact to the customer's blood glucose level. The customer declined a callback from technical support, and no additional corrective actions were documented regarding the event outcome.